Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and the buttons do not operate. The protective rubber on the infusion device is worn down. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to an external mechanical damage. It is not possible to confirm the triggered e8 error message (power interrupt), as the other buttons do not respond to commands due to the permanently activated up button.